Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure to remove melanoma from the head, the skin stapler would not deploy the staples properly. Medwatch report date 4/15/2016. Medwatch number: mw5061786.